Event description:
Two one-level ant-cer plates were implanted in 2004. Post operative x-rays show that one of the plates had came apart. The pt is fusing well and the surgeon does not plan to remove the plate until fusion is complete. The device is designed to be removed, at the discretion of the surgeon, following successful fusion.